Event description:
Additional information received from an hcp of a clinical study indicated that at an (B)(6) 2019 visit the patient had out of range impedances of 33605 ohms on contact c <(>&<)> 9 when tested at 3.0v. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated there may have been bloodstains present at the connection between the electrode contact and the lead, leading to increased resistance. The effect of testing this electrode contact was present. It was confirmed there was no disconnection and confirmed there was not a device deficiency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a high unipolar impedance. There were no known interventions and the event was ongoing. No patient symptoms or further complications were reported as a result of this event. Impedance information at amplitude 3 on (B)(6) 2018 and (B)(6) 2018: c > 9 >40,000 ohms.